Event description:
It was reported that during an implant procedure, the physician had difficulty extending and retracting the lead's helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. (B)(4).